Manufacturer narrative:
Instrument data provided and confirmed the positive results that were initially generated and the negative repeat. The curves generated showed the slightest bit of amplification. A systems assessment was requested. The systems assessment showed: run 1771, potential false-positive results for the targets covid and flub were identified. The characteristics of this run showed "abnormal pcr growth curves". No other runs with indications for false-positive results could be found. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false positive results for a cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that they received sars-cov-2 positive, influenza a negative and influenza b positive results for a patient sample analyzed on the cobas liat system (s/n (B)(4)) the patient was put in isolation on the covid floor after receiving the positive results. On (B)(6) 2021 the patient¿s same sample was analyzed on a different cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative and influenza b negative results. The same patient sample was then analyzed on another platform the genexpert cepheid that generated sars-cov-2 negative, influenza a negative and influenza b negative results. On (B)(6) 2021 the patient came back and a newly collected sample was analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative and influenza b negative results. On (B)(6) 2021 another sample was collected from the patient and analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative and influenza b negative results. Patient sample was collected using nasopharyngeal and copan universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive results were reported out to the patient and/or personnel treating the patient.